Manufacturer narrative:
On (B)(6) 2016 it was prepared a final report with the information already submitted in the initial report. On (B)(6) 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 15 december 2015: lot 1211434: (B)(4) items manufactured and released on 14 sep 2012. No anomalies found related to the problem. No similar events reported for the same lot up to now. On 16 dec 2015 the retrieved instrument was inspected by r&d project manager: the broach handle was inspected and it was found that the fork is broken. A simulation test had already been conducted in the past in order to verify the tensile strength of the critical section of the pin. Applying a high force of 1000n the section is completely intact. In order to test the handle a second test was done. A gradual force was applied to the handle pulled the ring and it was demonstrated that it is not possible break the fork of the mobile peg with the force that it is possible applying by hand. The part resists to 1000 n. According to the information available it is impossible determine the root cause.

Event description:
This instrument broke during the operation. There is a little piece missing that has not been found. Potential risk to be in the patient.